Event description:
Pt. Had MRI of right knee. Due to size of pt's knee the torso phased array coil was used instead of the standard knee coil. Pt fully screened regarding metallic ojects prior to procedure, and there were none. No bare skin, no body surfaces touching coil. Pt. Was given "panic button" for during procedure with instructions if pt felt problems. Durig the procedure pt noted an area on their left hip becoming hot. Pt did not use the panic button to stop procedure. Following procedure pt had pain and redness to the hip area. Pt was evaluated in the ed for first degree burn described as an area of erythema, blanches to touch, over the greater trochanter of the hip and slightly posterior of it. Size is described as golf ball sized. Pt was given instructions for home care. Pt was evaluated by their own physician later in the day, the burn had developed blisters which pt described as 1.5-2.0 inches by 1/4 inch long. Pt was given silvadene cream for burn care. As of three days later pt was healing without problems.